Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report repeated no delivery alarms. The alarm occurred during basal and prime, and her blood glucose reading was 180 mg/dl. The customer performed troubleshooting and verified that the insulin pump worked as designed. The customer was advised that the alarm was caused by an infusion set or reservoir occlusion. The reservoirs and infusion sets were replaced, however nothing was returned for analysis.